Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance related to the reported event were noted. A company service territory manager (stm) was dispatched to evaluate the iabp and reported the o-ring nipple between the rescue portion of the iabp and the hybrid cart was damaged causing the helium leak. The stm replaced the o-ring, applied lubricant and replaced the helium tank. The iabp passed all functional and safety tests to factory specifications, returned to customer and cleared for clinical use.

Event description:
During an in-service training by a company representative, when the rescue portion of the cardiosave was inserted back into the hospital cart, the entire helium tank leaked all of its gas. The company representative looked further he saw that a piece of the black gasket around the helium port of the rescue broke off. No patient involvement was reported. No adverse event was reported.